Event description:
It was reported that during a ptca procedure, involving a lesion located in the right coronary artery (rca), the liberte' monorail stent moved on the delivery system. While attempting to deploy the liberte' monorail stent at the target lesion, the balloon only partially inflated. The stent moved on the delivery system missing part of the lesion and sticking into the ostium of the rca. The physician decided to deploy the stent at this location because removing the stent would be a greater risk to the patient. The procedure was completed with this device. No patient injuries or complications were reported. Patient status is reported as 'okay'.

Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.